Event description:
It was reported that the patient's ipg has reached end of life. Surgical intervention is pending to address the issue.

Manufacturer narrative:
B3: event date is estimated. During processing of this complaint, attempts were made to obtain complete device, patient, and customer information. Further information was requested but not received. D6a: implant date is unknown.

Manufacturer narrative:
Correction d4: model number updated to 3772.

Event description:
Additional information received reports that the patient has passed away for an unknown reason.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.